Event description:
After firing the eea28 stapler, the surgeon tried to withdraw it. It was caught up on the tissue and would not come free. The surgeon tried to rotate it back and forth, and tugged pretty hard to get it to come loose. This caused the tissue to pull apart at the staple line. The surgeon then had to oversew the whole anastomosis.